Event description:
It was reported that the pulse generator exhibited a patient notifier anomaly after the patient underwent an MRI. The device remained implanted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.